Manufacturer narrative:
Additional information was received that the patient's precision system was explanted. The patient is doing well following the explant procedure. The explanted devices were not returned to bsn as they were discarded by the medical facility. A review of the manufacturing documentation of the explanted devices revealed no anomalies or deviations potentially related to the reported event occurred during manufacturing. A review of the sterilization documentation found them to be satisfactory

Event description:
A report was received that the patient has a clear discharge from the midline incision site. It was later discovered that the patient has (B)(6) infection. The patient was prescribed antibiotics and seeing an infectious disease physician. The implant physician believes the infection is procedure related not device related.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model#:sc-2218-50 serial#: (B)(4) description: enh st ld kit, 50 cm.

Event description:
A report was received that the patient has a clear discharge from the midline incision site. It was later discovered that the patient has (B)(6) infection. The patient was prescribed antibiotics and seeing an infectious disease physician. The implant physician believes the infection is procedure related not device related.